Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the actuation tube had separated from the shaft of the device, and fractured into several pieces. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a graftlink acl procedure, when the surgeon drilled in the tibial and flipped to the reamer, before he could start drilling, the shaft of the flipcutter, ar-1204as-10, broke off in the surgeons hand. The surgeon spent 30+ minutes trying to get the flipped end of the flipcutter out of the tunnel and joint. All fragments were retrieved and the case was completed by using a new ar-1204as-10.